Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-23, serial/lot #: (B)(4), ubd: 15-mar-2019, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, the valve was recaptured once due to high positioning and a second time due to low positioning. At 80% deployment, a kink was noted in the valve at the point where the valve exited the intersection of the capsule. The valve was attempted to be recaptured a third time but was unable to be recaptured. The valve was deployed in the ascending aorta. Subsequently, a second valve was implanted successfully. It was noted there was a very acute angle in the ascending aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Damage was observed on the distal end of the capsule. Three nitinol crowns were protruding through the polymer material at the distal end of the capsule. Conclusion: the reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was reported that there was a very acute angle in the ascending aorta. This indicates that the acute angle may have caused or contributed to the positioning difficulties but this cannot be confirmed with the limited information available. It was unable to determine the exact cause for the report of the kink in the valve. Permanent deformation of the tav¿s nitinol frame can result from subjecting the device to extreme deformation conditions, such as those occurring during severe misloads of the valve into the dcs. While nitinol is a material which features ¿shape memory¿ and ¿super-elastic¿ material properties, extreme levels of strain/deformation beyond the elastic properties of the materials result in permanent/plastic deformation which is not reversed by warming the material. This effect is amplified if the loading process / deformation is not performed while the material is at sufficiently low temperatures, i.e. Ice bath conditions. During the final deployment attempt, a kink was noted in the capsule. The valve could not be recaptured and was deployed in the ascending aorta. The dcs was returned to medtronic for analysis. The device was received with the capsule partially opened. A capsule buckle was observed near the proximal end of the capsule frame. This capsule buckle is the most likely cause of the unable to recapture in this event. Capsule buckle typically occurs due to excessive compressive f orces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. No procedural images or fluoroscopic load check images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the dcs. Damage was observed on the nitinol frame at the distal end of the capsule, however the description of the event does not indicate that this damage occurred during the reported issue. The damage is indicative of an interaction between the distal end of the capsule and a hard surface. This interaction may have occurred during insertion through the anatomy or a sheath, or it may have occurred during return transport of the deceive for analysis. The source of this damage cannot be determined with the information available. The device history record was reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.